Event description:
Cholecystectomy (laparoscopic): during the intervention the surgeon noticed that it was impossible to clip the cystic duct when only 1 mm of tissue was left." Add'l details from the surgeon (B)(6) 2012: "what happened is that the cystic artery (and not the cystic duct) was very very thin (1 mm diameter). So the surgeon put the clip on the artery but when he cut the vessel it was bleeding, with a constant stream of blood, even with the clip in place. He then put another clip which was not easy because of very few room left and very near from the common bile duct." Pt status: normal.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.